Manufacturer narrative:
H6: investigation results: the revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear, as stated in the operative notes, after being implanted for over 13 years. The aseptic (non-infected) femoral loosening were likely the result of patient-related conditions and/or a degradation of the bond between the femoral component and the bone. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported femoral loosening, osteolysis, and prosthesis wear cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs and photographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a 68 y/o male patient had a left knee replacement on (B)(6) 2009. Approximately 13 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to swelling, effusion, synovitis and dramatic osteolysis and synovitis. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2022. Postoperative diagnosis: failed left total knee replacement due to massive osteolysis and synovitis, previous high tibial osteotomy. During the procedure osteolysis and synovitis was found including the proximal tibia with erosion of most of the lateral femoral condyle. Sterile dressings were applied. No complications. The patient was transferred to the recovery room in stable condition.